Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panels were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that both of the control panels were broken, which resulted in a loss of system functionality. There is no report of patient injury or death.